Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a lens was noted to have glistenings. The iol was implanted approximately one year ago. There was no impact reported to the pt's visual acuity. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).